Event description:
Results of "14.4 mmol/l, 11/1 mmol/l, and 10.1 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The control solution test failed. The meter and test strips were replaced.